Manufacturer narrative:
The customer did not return the suspected device for evaluation. The lot # of the contour next control solution associated with the event was not provided. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g4, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials and weight were not provided. The customer did not provide the product details. Therefore, no information was captured in section (model #, lot # and expiration date), and the device manufacture date could not be determined. This event is related to MDR #s 1810909-2021-00106 and 1810909-2021-00107.

Event description:
An advocate called on behalf of her daughter to report that they ran a control test and obtained a lo reading (indicative of a reading below 20 mg/dl) on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.